Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had an unexpected restart alarm. Customer's blood glucose was 410 mg/dl. Customer treated with the pump and noticed that the time on the pump was wrong. Customer had an external ram error alarm and a battery out limit alarm in the alarm history of the pump. Customer's blood glucose is 224 mg/dl. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer was assisted with programming the time and date. Customer stated that she realized that the issue with the time and date was what caused her high blood glucose.